Manufacturer narrative:
E1: initial reporter address:(B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked just above the port during use. While assessing the leak, the tubing came apart at the area of the tubing¿s port. This occurred while infusing a normal saline bolus. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.